Event description:
It was reported that the patient's daughter called and stated that the patient had severe arthritis-like symptoms that started in (B)(6) 2013. All tests have been negative via a rheumatologist. The patient and daughter are concerned about a possible immune response that may relate to rejection or metal toxicity and would like any possible information that can help them diagnose what is going on and treatment to resolve her issues. It has been very debilitating and life style altering to this point. Patient has rheumatoid arthritis type pain along with redness in one hand and arm, then the pain and redness shifts to the other hand/arm then shifting to the feet and legs.

Manufacturer narrative:
Additional devices listed in this report: cat # 6364-2-132, lot # g3278827, description: v40 fem head orthinox 32-0; cat # 623-00-32e, lot # mkt6e3, description: trident 0° x3 insert 32mm ID; cat # 502-11-52e, lot # 39935001, description: trident hemispherical cluster hole shell; cat # 6191-1-001, lot # rft096 and rgt110, description: simplex p full dose 1 pack. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. No device evaluation can be performed because the devices are still implanted. Additional information has been requested and if received, will be provided in the supplemental report.

Manufacturer narrative:
An event regarding pain involving an exeter stem was reported. The event was not confirmed. A visual, functional and dimensional inspection could not be performed as the device remains implanted. All devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the reported lot. The exact cause of the event could not be determined because insufficient information was received. It is noted that the patient commented on metal toxicity but there is no medical evidence to support this at this time.

Event description:
It was reported that the patient's daughter called and stated that the patient had severe arthritis-like symptoms that started in late (B)(6) 2013. All tests have been negative via a rheumatologist. The patient and daughter are concerned about a possible immune response that may relate to rejection or metal toxicity and would like any possible information that can help them diagnose what is going on and treatment to resolve her issues. It has been very debilitating and life style altering to this point. Patient has rheumatoid arthritis type pain along with redness in one hand and arm, then the pain and redness shifts to the other hand/arm then shifting to the feet and legs.